Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had no delivery alarms. Customer also stated the alarm would occur during bolus and basal deliveries. The customer's blood glucose was 380 mg/dl. Customer had treated their high blood glucose with the insulin pump. Troubleshooting found the customer's tubing was bent or kinked. The customer also stated they did not try all remedies for their no delivery alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.